Event description:
Subsequent to the initial medwatch, additional information was received from the site, which stated the device mid shaft was stretched and not the hypotube.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The stretched shaft was confirmed. Difficult/partial deflation and difficulty/resistance removing the device from the guiding catheter post-deployment could not be tested due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10 to 15 seconds longer. The balloon may not have deflated completed because negative was not held long enough. Additionally, it was reported that the stent delivery system was attempted to be removed through the guide catheter and resistance was met. The IFU states: should unusual resistance be felt at any time, the stent delivery system and the guide catheter should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide cath: 6f launcher medtronic, other: contrast/saline 50%. (B)(4). The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that using a radial approach during a procedure of the 75% stenosed ostium of the right coronary artery (rca), the xience xpedition stent was implanted with 1 attempt at 18 atmosphere (atm) to achieve good stent apposition. The balloon was felt to be fully deflated under negative pressure after 10 seconds and the stent delivery system (sds) was attempted to be removed through the guide catheter. Resistance was met and unintentionally the sds and guide catheter were removed together from the anatomy as a single unit. It was noted that the sds was caught on the guide catheter and it was suspected the balloon may not be fully deflated. Outside the anatomy it was noted that the shaft appeared stretched at the mid part. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.